Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that device turns of by itself and back light is out. There is no reported pt involvement.